Event description:
It was reported that the patient presented in clinic for follow-up post initial implant procedure. Upon chest x-ray, it was found that the right ventricular (rv) lead had dislodged. During rv lead revision procedure, it was also found that the rv lead helix exhibited failure to extend and retract due to tissue being entangled. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A full lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood and tissue. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. After cleaning, the helix was able to be retracted and extended, and the specification measurement and electrical testing were normal with no other anomalies found.